Event description:
It was reported that the pulse generator exhibited ventricular noise reversion episodes. The noise was reproducible with arm movements and pocket manipulation. The patient was asymptomatic and not pacemaker dependent. Monitoring of the patient would continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.